Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:investigation revealed that the display was dim, fading, and discolored and that the battery compartment was cracked. Unrelated to these issues, investigation revealed that the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2015.